Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a potential reportable event. No additional patient or event information is available. No data or product was provided for investigation. Confirmation of the problem and root cause could not be determined as the complaint "3 days it starts goes on and off" was made via social media and the reporter could not be reached for additional information.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it failed. The log was downloaded, and it passed. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.